Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to excessive force used when advancing the second button forward and/or not pulling the first button completely back before advancing the second.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii was able to deploy the first anchor successfully but the second implant does not deploy. This was discovered during a meniscal repair and an anterior cruciate ligament plasty on (B)(6) 2022. Additional information received on 4/14/2022: the sutures were cut and the first anchor was removed. Nothing broke inside the patient.